Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The air/water supply volume was inspected for an air and water flow issue. Indeed, neither air nor water at the output of the endoscope was observed due to a clogged nozzle. A solid material was found during the incoming inspection whose origin could not be identified and removed was clogging the nozzle, without detrimental deformation of the hose of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a flow problem was identified during the evis exera ii ultrasound gastrovideoscope disinfection cycle. The wash cycle stopped. An alarm had occurred on the washer disinfector during the cycle. The issue occurred during reprocessing. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Initial reporter health professional - should not have been selected on the initial report. Device manufacture date - oct 10, 2017 should have been selected on the initial report rather than oct 11, 2017. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient or improper reprocessing. The event can be detected/prevented by following the instructions for use which state: "reprocessing before the first use/reprocessing and storage after use - after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.